Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode. Boston scientific technical services (ts) recommended urgent replacement. The device was explanted without incident. Besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory found some fault codes indicating that a process bit was sent for an unusually long period of time. Additional investigation identified that the patient has been hospitalized because of appropriate therapy and telemetry had been opened for a very long time while hospitalized. Boston scientific engineers determined that the fault codes were related to telemetry communication which can occur when telemetry is greater than 25 hours. The memory was corrected, and the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.